Manufacturer narrative:
The reported low impedance reading was verified after review of the stored diagnostic data and egms. The device was tested on the bench and in the automated test equipment system and no device anomalies were identified. The cause of the reported field event and low impedance reading was due to a lead to can abrasion.

Event description:
It was reported that the patient had a vf episode. The device delivered therapy but the therapy did not break the rhythm. Low hvli was also observed during the incident.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.